Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one yaw pulley was missing a .160 x .060 piece on one side, allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering concluded that it was indeterminable as to how the piece of yaw pulley broke. Engineering evaluation also found that one wire was detached from its connection at the grip. The wire was broken on the same yaw pulley that broke; however, the location of the wire breakage was located on the opposite side. The instrument also passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci si hysterectomy procedure, a little piece from the top of the fenestrated bipolar forceps instrument fell off and the instrument had limited movement. There was no report that any piece(s) from the fenestrated bipolar forceps instrument fell into the patient.